Event description:
It was reported that the customer was hospitalized twice in a week due to high blood glucose after the insulin pump alarmed no delivery. The blood glucose reading was 620 mg/dl. The customer's mother stated that the insulin pump alarmed no delivery several times and that customer had changed the infusion set 3 times. She noted that the customer started to vomit when she was treated with manual injection, so she took her to the hospital. The customer was not admitted but she was given 2 bags of fluids. The blood glucose reading at the time of the hospital visit was 600 mg/dl, and the customer had been treated with 8 units of insulin already. The caller stated that the alarm was resolved by a complete infusion set and reservoir change. She declined return of the supplies for analysis. She advised that the issue was not the insulin, as she is a nurse, and stated that she knew what bad insulin looked like. She requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The unit functioned properly. The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and scratches around casing. Please see medwatch report # 2032227-2014-29024.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer on the initial report.